Manufacturer narrative:
(B)(4). On rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on (B)(6) 2016. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was inserted further in the housing puck than designed for resulting in a shorter exposed wire fragment. The complaint of a broken sensor wire was not confirmed. Root cause cannot be determined.